Event description:
The reporter (patient's grandmother) provided follow up information on (B)(6) 2013 regarding a complaint that was reported by the patient's mother on (B)(6) 2013 via a call to animas. The original complaint was regarding missing information in the (B)(4)reporting for the pump, which is not a reportable complaint as animas does not report for (B)(4) products. Additional information provided included records in the pump of elevated blood glucose (bg) on several occasions, measuring "hi" on the meter (600 mg/dl) due to the patient not checking bg levels as often as she should (only once per day) and not administering bolus insulin to cover for food/drink intake. These elevations are being reported as the result of poor disease management using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.